Manufacturer narrative:
Correction: section h device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned multiple patients struck while pre-admit status. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were stuck on pre-admit status and not crossing over to multiple stations. A technical support specialist dialed into station and logged into pyxis enterprise server and verified all three patients were preadmitted. Ran patient cast query and found each had two preadmit entries, causing es to still show as preadmit. Explained findings to customer and advised that resolution requires resending an admit or register hl7 message from admission, discharge and transfer (adt). Provided 2 preadmit entries screenshot via encrypted email and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned multiple patients struck while pre-admit status. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.